Event description:
The customer reported that their device would not detect a patient load through the defibrillation electrodes. With this reported issue, the device could not detect a patient and deliver defibrillation therapy. This was found during testing and there was no patient use associated.

Manufacturer narrative:
The customer advised physio-control that they will not repair the device and will retire it from service. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.